Manufacturer narrative:
Investigation - evaluation: a review of the functional test, complaint history, device history record, manufacturer's instructions, drawing, specifications, quality control, and a visual inspection of the returned device were conducted during the investigation. Two devices were returned for investigation. Device #1- a functional test determined the handle actuated the basket formation to the open position, but would only partially close. There was no damage to the basket sheath. The support sheath and basket sheath were found to be secure. The collet knob was tight and secure. The male luer lock adapter (mlla) was tight. The handle was disassembled. With force, the basket formation can be manually actuated. The handle was reset and reassembled. The handle will now actuate the basket formation to the open and closed positions. Device #2- a visual examination noted kinks in the basket sheath at 17 cm and 43.5 cm from the distal tip. The support sheath is bowed in appearance. A functional test noted the handle actuates the basket formation to the open position, but only partially closes. The collet knob was tight and secure. The mlla was finger tight. The support sheath and the basket sheath are still adhered. The handle was disassembled. The basket formation can be manually opened and closed. The handle was reset and reassembled. In straight position, the handle actuates the basket formation to the open and close position; in coiled position, the basket formation is slow to close. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the products were not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4) the event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported that two ngage nitinol stone extractor baskets were tested prior to patient use. During testing neither of the baskets would close. Therefore, the ngage nitinol stone extractors were not used on the patient. As reported, there were no additional procedures required. There were no adverse consequences to the patient as a result of the two baskets that were not used.